Event description:
It was reported that a patient enrolled in a clinical study underwent right total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a synovectomy procedure on (B)(6) 2009 due to infection. Cement spacer molds were implanted. The patient was reimplanted on (B)(6) 2009 with bushings and an axel due to infection and polyethylene wear. The patient underwent a further revision procedure and radical resection on (B)(6) 2011 due to infection. The humerus and ulnar components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces¿ and ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-08294 & 08572).